Manufacturer narrative:
B)(4). The customer reported that the device was discarded. The return of the device may have assisted the investigation of the reported event. A suture break can occur due to a number of factors including, but not limited to, manufacturing, user technique or patient anatomical conditions. During manufacturing, suture strength is tested, assembled and loaded into the device and a sampling of the finished device is destructively tested to verify the functionality of the device. Suture may break if the user applies too much tension while pulling on the limb suture. No information about user technique was reported. A femoral angiogram showed calcification and plaque. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A conclusive cause to the reported suture break could not be determined; however, the reported calcification may have contributed to the suture break. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot did not reveal any previous incidents reported for a suture break. Based on the investigation, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that suture placement was successful in the calcified left common femoral artery using the preclose technique with two proglide devices prior to an aortic abdominal aneurysm (aaa) procedure. The sutures were placed using a 6fr sheath then the sheath was upsized to a 17fr during the aaa procedure. Reportedly, after the interventional procedure, while advancing the knot, the suture broke with the first proglide device. A second proglide was used with the same results. A surgical cut down was required to close the artery. However, after surgery, a complication had occurred that required a second cut down and atleast 2 units of blood was transfused to the patient. It was assumed that the complication arose because the suture had closed the artery shut. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was reported to be mildly obese. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The first proglide is being filed under a separate medwatch report.